Event description:
It was reported that the patient called the emergency ventricular assist device (vad) line reporting flows greater than normal. The patient called back a few hours later to report dark brown, almost black urine. The patient instructed to report to the emergency department (ed) for evaluation. Log files on admission revealed power above normal operating range, concerning for ingestion/thrombosis. The patient was admitted to hospital for treatment and started on a heparin drip. Computed tomography angiography (cta) was completed with no significant findings. The following day tissue plasminogen activator (tpa) was administered and there was an immediate drop in power and flow. Power was below the patient¿s baseline for several hours but has since returned to normal. A repeat cta was performed the next day and revealed outflow graft thrombus, not present on prior study. The pump was exchanged and the patient remains in house for observation. No further patientcomplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption starting (B)(6) 2017 to parameters above the normal operating range. 2 high watt alarms have been logged since (B)(6) 2017. 96 low flow alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received tpa treatment after which the power and flow went back to normal. A computed tomography angiography reportedly revealed an outflow graft thrombus; the pump was exchanged. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the low flows can be attributed to thrombus in the outflow graft as indicated in the results from the computed tomography angiography. Possible clinical factors that may have contributed to thisevent include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿ outflow graft outflow graft / unknown serial no. / model #: 1125 / catalog #: 1125 UDI #: asku device available for evaluation: no labeled for single use: yes, device code(s): c62897 , FDA results code(s): 3233 , FDA conclusion code(s): 11 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: outflow graft FDA method code(s): 3331, 4112, 4114 FDA results code(s): 213 FDA conclusion code(s): 4310 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the emergency ventricular assist device (vad) line reporting flows greater than normal. The patient called back a few hours later to report dark brown, almost black urine. The patient instructed to report to the emergency department (ed) for evaluation. Log files on admission revealed power above normal operating range, concerning for ingestion/thrombosis. The patient was admitted to hospital for treatment and started on a heparin drip. Computed tomography angiography (cta) was completed with no significant findings. The following day tissue plasminogen activator (tpa) was administered and there was an immediate drop in power and flow. Power was below the patient's baseline for several hours but has since returned to normal. A repeat cta was performed the next day and revealed outflow graft thrombus, not present on prior study. The pump was exchanged and the patient remains in house for observation. No further patient complications have been reported as a result of this event.